Event description:
During svc by baxter tech the device failed accuracy test with under delivery. Per svc shop, the hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.